Manufacturer narrative:
This information is based entirely on journal literature. All information provided is included in this report. Patient information is limited due to confidentiality concerns. Without the unique product serial numbers, a one to one correlation could not be made, the manufactured date cannot be established, and it is unknown if this was previously reported. A request for additional information will be made and upon receipt a supplemental report will be submitted accordingly. A novel approach to eliminate intraventricular lead placement in patients with congenital heart disease journal of interventional cardiac electrophysiology 2012; 35(1):115-118 101007/s10840.-012-9682-5. If information is provided in the future, a supplemental report will be issued.

Event description:
A journal article was reviewed that contained information regarding a non-conventional approach to lead placement in a patient whose condition prohibited the established implant method. The authors described a case when the bipolar lead was implanted pacing resulted in diaphragmatic capture and the lead was then used only for sensing. Additionally, initial attempts at subcutaneous lead placement led to entry into the pleural space. There was no detectable sequelae and repositioning was performed. Further follow up did not yet yield any additional information. No patient complications have been reported as a result of this event.